Event description:
The pharmacy technician was filling a 250ml dosi-fuser with solu-medrol and saline. Upon inspection, the pharmacist noticed what looks like a piece of hair in the plastic of the dosi-fuser.